Event description:
Locator fracture inside the implant. The top of the locator was discarded by the customer. Biomet provided additional information on (B)(6) 2019 indicating "the customer stated that the abutment fractured within the implant during function and upon removing the abutment it broke off into the implant. Implant then had to be removed."

Event description:
Locator fractured inside the implant. The top of the locator was discarded by the customer. Biomet provided additional information on 06/27/2019 indicating "the customer stated that the abutment fractured within the implant during function and upon removing the abutment it broke off into the implant. Implant then had to be removed."